Event description:
A dealer reported that on (B)(6) 2014 an adverse event involving a quickie pulse 6 had occurred. The dealer states that the joystick orientation is off and that when the end-user commands the joystick to go left the wheelchair goes right and vice-versa. The dealt stated that the joystick orientation being off resulted in the end-user crashing into a wall sustaining an unspecified injury to his legs. The end-user is in a wound care center as of now.

Manufacturer narrative:
Multiple attempts to contact the initial reporter were made to get clarification on the severity of the alleged injuries. We will continue to call the initial reporter to obtain additional info so that a follow-up report can be filed to the FDA. Additionally, a sunrise sales rep evaluated the wheelchair and found that the joystick controller was not programmed per the factory settings indicating that someone had messed with the programming. Our sales rep downloaded the most current file from sunrise's website and uploaded it to the joystick controller. He then drove the wheelchair for approximately 25 minutes with no problems. It appears that the wheelchair and/or parts involved in this incident are not being returned to sunrise medical. We will make every effort to complete an investigation through either obtaining pictures or video of the chair involved, or by performing an investigation on a chair of equivalent construction. If and when more info can be obtained from that investigation, a follow up report will be filed.